Manufacturer narrative:
The investigation automated imeplla controller (aic) - purge disc/flag issues has been completed. The data review showed there were numerous purge disc not detected alarms. The purge disc detection issue was unable to be reproduced. The purge disc flag and retainer were both intact and functioning as normal. After further examination of the aic, there were evident signs of ingress residue on the purge flag and all around the purge pressure sensor assembly. The root cause of this issue was likely contamination of the purge flag¿s optical sensor.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient was needing an impella 5.5 device for mechanical circulatory support. A rountine purge cassette changed was attempted. When the new purge cassette was inserted, the disc would not click into place. After several attempts, the cassette was placed. However, the automated impella controller (aic) screen was unable to advance from ¿insert new cassette then close door¿ screen. The aic was exchanged and issue was resolved. There was no reported harm or injury to the patient.